Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the keypad buttons on their device were sticking. This complaint is being reported because it was not resolved at the time of the call. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The reporter contacted animas on 08/14/2014 with the following additional information: the reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Also, the keypad cover sustained damage subsequent to the tactile change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.